Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and the ketones were large. The cause was unknown. Insulin injections were administered. As the event occurred in the past, tandem technical support advised customer to discuss the event with a healthcare provider.